Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Two hours post procedure, the patient became symptomatic and a transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed. No patient complications were reported.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Two hours post procedure, the patient became symptomatic, and a transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed. No patient complications were reported. It was further reported the pericardial effusion occurred with cardiac tamponade.